Manufacturer narrative:
Manufacturing date: january 18, 2017 ¿ january 19, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a black particle embedded in a segment of the tubing. The particle was identified to be burnt polyvinyl chloride material of the tubing via ftir spectroscopy testing. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had black particulate matter in the middle of the tubing. There was no patient involvement. No additional information is available.